Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A sixty-two-year-old male patient was treated for acutely decompensated chronic cardiomyopathy. An impella 5.5 was inserted. During support, the patient suffered a heparin-induced thrombocytopenia and systemic anticoagulation was subsequently changed. Following an off-label prolonged support duration of 31 days, the patient was successfully weaned and the impella 5.5 removed. During removal, a clot was noted on the inlet cage. As the pump is pulled back through the vascular graft, it often remains unclear whether the clot was pre-existent of caught during pull-back. The impella 5.5 will be conservatively coded for both thrombocytopenia and thrombosis while the latter remained without consequences to the patient.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.